Event description:
Intraocular pressure increasedd (intraocular pressure increased.) Case description: spontaneous report, loc. Ref.#a20031194, argus #2003167291jp a physician reported that a pt underwent cataract surgery and intraocular lens implantation during which hyaluronate sodium (healon v 0.6 ml) was used. On the same day the pt developed intraocular pressure (iop) increased due to hyaluronate sodium residue remained the pt's eye. Iop pressure could not be measured by non-contact tonometer but it was estimated to be 30mmhg and more. The pt was treated with d-mannitol and acetazolamide. At the time of the present report the pt was under observation and the outcome of the adverse event was unk. The reporting physician did not provide the seriousness. Assessment but assessed the causal relationaship between hyaluronate sodium and the event as probable. He also commented "he would judge the seriousness after the event resolved." The case was considered serious/intervention.